Event description:
It was reported that balloon leak occurred resulting in stent deployment issues. The 90% stenosed target lesion was located in a non-calcified and non-tortuous vessel. The 2.50 x 12 mm synergy xd drug eluting stent was selected for use. After the stent was delivered, stent delivery system balloon inflation was attempted but the balloon could not hold pressure. Only part of the stent was deployed so it was inflated quickly to fully deploy and complete the procedure. When the delivery system was removed from the patient, the balloon was inflated and was found to have a major leak. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.